Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient received inappropriate shock therapy due to the implantable cardioverter defibrillator incorrectly diagnosing supraventricular tachycardia as ventricular tachycardia. Programming changes were discussed but not made. The patient condition was unknown.

Event description:
New information received indicates that programming changes were made. There were no patient consequences.